Event description:
Customer reported a misread patient sample barcode on the abs2000. A sample with accession number f30062 was read as 80062. Customer stated the sample was tested again on the abs2000 and read correctly.

Manufacturer narrative:
Asked the customer if the barcode was smudged or unclear; customer stated the barcode was perfectly readable. Advised customer to check the area where the internal barcode scanner is located on the instrument for dust and or obstruction. Customer did and stated the area was very dusty; advised customer to clean the area. The customer did not provide additional information about how the error was noticed, but explained employee error was possible. The sample bar code was returned for investigation testing. The returned sample bar code was scanned on an in-house abs2000 instrument. Abs2000 did not flag the sample; the bar code was read correctly.